Manufacturer narrative:
Section a2, a4,and a5: unknown, asked but not available . Section b3: date of event: unknown, not provided, but the best estimate date is between 5/15/2023 and 7/10/2023. Section d6a: na, there was no patient contact. Section d6b: na, there was no patient contact. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported that an monofocal preloaded intraocular lens (iol) got damaged in field. There was no patient contact with the product. No further information is available.